Manufacturer narrative:
Medtronic representative following-up at the site, was unable to replicate the issue, however, did acquire a successful registration of a resin head model without complication. The representative then removed unused files/exam/old versions of software in an effort to speed up software - results were that the system was noticeably faster and responds appropriately. Software investigation not completed at the time of this report.

Event description:
A medtronic representative reported that during a frontal endoscopic sinus surgery (fess) the system became unresponsive. The surgeon stated it took 4 or 5 attempts to obtain a successful registration. In the navigation task, mid-procedure, the screen went blue then proceeded backward in the software to the select patient screen. When proceeding back to the registration task, the patient registration was gone. The surgeon registered the patient and completed the procedure with the use of the fusion navigation system. There was no negative impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.